Event description:
During the index procedure the patient had one resolute integrity drug eluting stent implanted in the lad. It is reported that side branch occlusion occurred during the index procedure. The patient was treated with kissing balloon angioplasty. It is reported that the patient recovered. Investigator assessed that the event was possibly related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (occlusion). (B)(4).